Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 205) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a physically damaged u105 flash memory chip on the computer/analog pca. The root cause for the damaged u105 chip could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 205 (av messaging corrupt).